Manufacturer narrative:
Date of event: (B)(6) 2020; (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
The customer reported error machine pressure sensor auto zero failed. The unit was in clinical use at the time the reported issue was discovered, however, there was no harm to the patient, or the user.

Manufacturer narrative:
G4:22apr2021. B4:26apr2021. Review of the device case history indicates that the customer called back into technical support for a no engineer material only (nemo) part order request. The customer successfully ordered 4 oxygen solenoid valves. The customer did not provide confirmation of part replacement or operational status of the device. No further requests for service or inspection have been received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12apr2021. B4:14apr2021. The unit was not in clinical use at the time the reported issue was discovered. There was no patient or user harm reported. The device was evaluated by the biomed and remote service engineer (rse). As the rse attempted to clarify the complaint with the customer and found that when they reviewed the significant event log, the unit had a machine pressure sensor autozero failed error code. The biomed performed a performance verification test but could not duplicate the issue. Rse verified with the customer the pins aligned between the data acquisition (da) board and the solenoids. Rse advised the customer to replace solenoids 2 & 4 and, once replaced, to let the unit run overnight to attempt to duplicate the issue. Multiple attempts to retrieve device repair, diagnostic information, and operational status have yielded no response from the customer. It is unknown if any parts or repair has been conducted. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.